Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 465 mg/dl. The customer was treated with injection. Customer's other blood glucose was 427 mg/dl, 409 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer repotted that insulin pump had battery failed alarm and insulin pump was off and unable to perform high pressure test. Contacts was damaged fell off as soon as she took battery cap off. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that they can not read the display. The insulin pump will not be returned for analysis.